Event description:
It was reported that during introduction for a drug eluting stenting treatment procedure, the stent dislodged. The physician was attempting to treat a lesion located in the left anterior descending (lad) artery. When the physician passed the 4.00x12mm liberte bare metal stent through the guide, the stent became detached from the balloon before entering the guide catheter. The device never entered the patient's body. The physician successfully completed the procedure with another of the same size liberte bare metal stent. There were no patient complications reported and the patient condition is listed as stable.